Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted the pta device was loaded within an unknown sheath. No anomalies noted to the bifurcate or luers. During functional testing, the device guidewire lumen was flushed. The patency of the guidewire lumen was tested using an in-house guidewire, and it was able to be inserted without issues. An in-house presto inflation device was used to inflate the device, and water was noted to be leaking from the proximal end of balloon. The balloon fibers were stripped, and a longitudinal rupture was noted to the balloon. Under microscopic examination, it was noted the glue bullet was not seated correctly and was within the catheter. No further functional testing was performed. Therefore, the investigation is confirmed for the reported balloon rupture as longitudinal rupture was noted to the balloon. Also, the investigation is confirmed for the identified sheath removal issues as glue bullet was not seated correctly, which could have caused difficulty in removing the device through the sheath. A definitive root cause for the reported balloon rupture and identified sheath removal issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty procedure using the conquest balloon catheter. During the procedure, the balloon catheter allegedly ruptured at 20 atm. There was no reported patient injury.